Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark.

Event description:
Kimberly-clark received a report from (B)(6) stating, ¿during the removal of the tube, the retention ring was too inflexible, so they could not remove it by the mouth. The peg was removed by traction but the retention ring stayed in the stomach." (B)(4).